Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (B)(4) alleging that his onetouch ultra plus flex meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported that at 9:30pm on (B)(6) 2019, he obtained a result of ¿119 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin ¿ self adjuster and he reported that after obtaining this result of ¿119 mg/dl¿ he took ¿20 units of acraphane 30/70¿. The patient reported that after taking this insulin, and 5 minutes after obtaining the result of ¿119 mg/dl¿, he tested his blood glucose again, this time on another (¿contour next¿) meter, where he obtained a result of ¿49 mg/dl¿. The patient alleges that this result caused him to believe that the earlier result of ¿119 mg/dl¿ was inaccurately high. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. In addition, this comparison is not valid as, between the two readings, there was an intervention that would be expected to change the blood glucose. The patient reported that, after the start of the alleged product issue, he began to develop the symptoms of ¿feeling unwell and starting to sweat¿. In response to these symptoms, and in response to the result obtained of ¿49 mg/dl¿ which the patient considered to be low, he self-treated by eating ¿3 pieces of grape sucker (dextro energy)¿. The patient reported that he felt better on monday 4th february. During troubleshooting, the csr verified that the results were obtained from an approved sample site, the patient¿s testing process was correct, a control test was not manually selected, the test strips had been stored correctly and had not expired and the test strip vial was not cracked or broken. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after taking an increased dose of insulin due to alleged inaccurately high result obtained with the subject meter.